Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The fse found that the erbe integrated electrosurgical unit's (iesu) ports were non-responsive. The fse replaced the erbe based on confirmation of the reported issue. The iesu unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar energy stopped working. The customer tried replacing the instrument, the cable and the grounding pad but the issue persisted. The customer also tried both ports and power-cycling the integrated electrosurgical unit (iesu). The customer opted to move to a third-party generator to continue with the procedure. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The integrated electrosurgical unit's (iesu) was returned and evaluated by the failure analysis team. The unit was found to be in good condition during visual inspection. The reported failure was confirmed and reproduced after being placed on an in-house test system and run in normal mode. Review of the unit's error logs showed a c-84 error. This message indicates that energy activation had been interrupted due to detection of a short circuit condition between the active and neutral electrodes (the jaws) on a bipolar instrument.

Event description:
Refer to h10/h11 for follow-up information.